Event description:
Depuy mitek received info that a nitinol guide wire may have broke during a procedure in 2007 and was left in the pt's knee. It was subsequently discovered when an MRI was taken three months later. No other info is available at this time.

Manufacturer narrative:
As of the date of this report, the complaint device has not being returned to depuy mitek for evaluation. Depuy mitek is in the process of obtaining more info about event including, confirming this was a depuy mitek device, product code and lot number and the pt's current condition. When and if more info becomes available, the info will be updated in a follow-up report.